Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, concurrently with an open repair of direct left inguinal hernia, due to symptomatic left inguinal hernia. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a hernia surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced complications, including pain, mesh contraction, erosion and infection. It was reported that the patient underwent a mesh removal procedure on (B)(6) 2014. No additional information was provided.